Event description:
It was reported that there was oversensing and increased impedance on the right ventricular lead and that the device possibly had a loose set screw. It was also noted that the shock the patient received was given for emi (electrical magnetic interference) when he was holding onto and electric fence. The lead was capped and replaced and the device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found. Foreign material was noted in the socket.